Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient was admitted into the hospital with a non st elevation myocardial infarction. The patient was scheduled to have a coronary angiogram and proceed to angioplasty on the (B)(6) 2015. The procedure was performed from the right radial artery and angioplasty was performed to the right coronary artery. The balance middleweight universal ii guide wire was used and a stent was implanted in the culprit stenosis that was causing the myocardial infarction. At the end of the procedure while pulling the balance middleweight universal ii guide wire out of the patient it was realized that the guide wire was separated in the coronary artery. Several attempts were made to snare the guide wire without success; therefore, it was decided to implant another stent to fix the separated guide wire to the wall of the artery to avoid any movement that might cause complications. The patient was well post procedure. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.